Event description:
On at least 5 separate occasions in the neonatal intensive care unit when using a phillips model 3001a multi measurement server -mms- with spo2 type option ao1 in an mp-70 bedside monitor for pulse oximetry measurement on a dark-skinned neonatal infant, measurement data became intermittent and the monitor displayed "sensor malfunction." Replacing the sensor did not help. Using the same sensor but switching to a model m1020b spo2 module in the same monitor showed improved and consistent measurement data. In the m3001a, when the problem occurred, the spo2 cable was removed but the "sensor malfunction" message did not clear even when "silence" was selected. A power reboot was required to clear the message. These problems have not resulted in any harm to the pts. A philips medical service rep has observed the problem and has informed us that philips is investigating the issue.